Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with approximately 300 units of insulin. During a follow-up call on 6/22/2017, the customer reported that the insulin gauge remained static at 105 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.